Event description:
The initial report inadvertently indicated that the lead and generator would be removed however the generator and most of the lead had been previously removed and the incoming report indicated a portion of the lead that remained after the previous removal would now be removed. Additional information was received indicating that the surgery to remove the remainder of the lead has occurred. Attempts for additional information have still been unsuccessful.

Event description:
It was reported that the patient would likely be having her vns lead and generator removed due to an infection and pain at the incision site. It was unknown which incision site was effected. Surgery is currently on hold due to "abnormal labs." Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently indicated that the lead and generator would be removed however the generator and most of the lead had been previously removed and the incoming report indicated a portion of the lead that remained after the previous removal would now be removed. Explant date, corrected data: initial report inadvertently indicated the explant date was "not applicable" however the suspect device had been explanted however the information was not known.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.